Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and verified missing magnet in the lid. A visual inspection found that the lid latch tabs were damaged and could no longer retain the lid magnet. The device log shows that the device last logged on (B)(6) 2020, which is the same date as the event date, indicating that the lid was damaged during preparation to return device to stryker. The cause of the reported issue was determined to be due to the customer abuse. The customer has been provided a replacement device.